Manufacturer narrative:
It was reported that the pack contained a cracked syringe component. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review and a long thin crack on the syringe was observed. No physical sample was returned for evaluation. The root cause was determined be mishandling of the component at some point during its life cycle. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the pack contained a cracked syringe component.